Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable does not charge the pump. There was no reported impact to the customers blood glucose level. The customer tried another usb cable and was able to charge the pump. A replacement usb cable was sent to the customer.